Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead was capped on (B)(6) 2019 due to failure to capture and high capture thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.